Event description:
It was reported that during patient use, the end user was attempting to print the patient's ECG rhythm and the device lost power. After the device lost power, the user could not power the device back on to continue care. The patient did not suffer any adverse effect as a result of the reported failure.

Manufacturer narrative:
The removed pcb assemblies were returned to physio-control for further evaluation. Physio determined that the cause of the reported failure was due to a shorted capacitor, designator c12 from the interface pcb assembly.

Manufacturer narrative:
The contracted physio-control service agent replaced the system and interface pcb assemblies along with the cable connecting the two assemblies. The service agent also replaced fuses f1, f2 and f4 from the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). A physio-control contracted third party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.